Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The esc button did not respond due to corroded keypad trace. The unit had minor scratched display window and cracked display window corners.

Event description:
It was reported by the customer's parent that the customer received a button error alarm. Customer's blood glucose level at the time 270mg/dl. Advised insulin pump would be replaced. No additional information is provided.